Event description:
It was reported that right atrial (ra) lead had high thresholds and no capture. During replacement of the ra lead the patient experienced a myocardial infarction when a thrombus from ra lead broke free. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.